Event description:
Device report from synthes reports an event in australia as follows: it was reported that on august 24, 2023, the tip of a retention pin for short xl25 screwdriver snapped off while engaged in a 5mm proximal locking screw in the tna nail during a removal of screw case. The screw was being removed due to soft tissue irritation. There was a surgical delay of 20 minutes due to the event. The procedure was completed successfully, and there was no adverse effect to the patient. This report involves one retention pin for screwdriver xl25. This report is related to (B)(4), which reports the screw removal surgery referenced in this report. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.